Manufacturer narrative:
Based on the results of the investigation, the most likely cause of the burned cover was use of a high energy endo therapy accessory, such as laser and high frequency, without keeping enough distance from the distal end. The event can be detected/prevented by following the instructions for use which state: 3.2 inspection of the endoscope 4.2 using endo-therapy accessories. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during device evaluation, that the tip of the colonovideoscope was burned. There was no patient involvement.